Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8578, lot# n121206, implanted: (B)(6) 2008, product type: accessory. (B)(4).

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8578, lot# n121206, implanted: (B)(6) 2008, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was an unknown drug via an implantable pump for intractable spasticity and cva (stroke) das system. It was reported that the day after implant in 2008, the patient had so much confusion, she could not move well or understand. The majority of the patient¿s problems started 3-4 months after implant. The patient needed to be in the hospital for confusion, inability to move, and stroke like symptoms. The patient reported that at the time when the infusion system was first installed she had problems with alertness, mental clarity, memory, and severe drowsiness. The patient said that over time as the dose was adjusted, she continued to have problems with these symptoms. The pump was replaced with a larger and updated pump in (B)(6) 2014. It was considered a gradual change in therapy/symptoms. Additional information received from healthcare professional (hcp) on (B)(6) 2017 reported the event occurred in 2014 after the pump (serial number (B)(4)) was replaced in (B)(6) 2014 for elective replacement indicator (eri). It was noted that the event occurred on (B)(6) 2014; 2 days after the pump replacement. It was noted that the serial number involved with patient's symptoms was (B)(4) and was implanted on (B)(6) 2014. It was noted that the patient's symptoms occurred after replacement in 2014. It was noted patient did not have symptoms described in 2008. Patient's symptoms included slurred speech, sleepiness, and ataxia. It was noted that patient was seen on (B)(6) by neurologist and on (B)(6) by intrathecal baclofen manager healthcare professional (hcp). Diagnostics performed included pump interrogation (normal), head computed tomography (CT) (no acute problem), and a catheter dye study (catheter intact). The cause of the patient's symptoms was unclear. It was noted that dose/settings remained the same at time of pump replacement. It was noted that the patient's symptoms has been resolved. On (B)(6) 2014 the patient's symptoms were resolved. It was noted that the intrathecal baclofen dose was empirically reduced on (B)(6) ((B)(4)) and seemed to help. It was noted that at any rate patient's symptoms resolved. Pump logs for pump (serial number (B)(4)) stated the catheter tip was at t-4 and the 8709 and 8578 catheters were implanted. Catheter access port was at 2 o'clock. The estimated eri was less than 1 month and the low reservoir alarm date was (B)(6) 2014. Pump logs for pump (serial number (B)(4)) stated catheter tip was at t-4, an 8709 and 8578 catheters were implanted, and catheter access port was at 11 o'clock. It was noted that baclofen was in the pump with a concentration of 2000mcg/ml for a total dose of 962.1mcg/day. Low reservoir alarm was noted as (B)(6) 2014. It was noted there was a (B)(4) decrease on (B)(6) 2014 as the concentration was 2000mcg/ml and the total dose was 872.8. On (B)(6) 2014 the baclofen concentration was 2000mcg/ml and the dose was decreased by (B)(4) totaling 826.4mcg/day. No further complications were reported/anticipated.

Event description:
It was indicated that, following pump replacement, the patient experienced an overdose at the same settings as the prior pump. The overdose symptoms were mild and included being hyporeflexsive, hypotonic, and drowsy. The performed medical interventions included a full work-up and a subsequent dose adjustment of 15%. It was also noted that a dye study had been performed, though no results were reported. It was later determined that the symptoms were caused by drug side effects with an apparent increased infusion rate with the new pump versus the old pump. It was indicated that the symptoms improved with the intrathecal baclofen dose reduction and the issue resolved. Reportedly, the patient recovered without permanent impairment. The device system was being used to deliver lioresal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from (B)(4). It was reported that patient's weight was (B)(6). No further complications were reported.